Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported noise was noted on the near and far field channel. It was suspected that the noise on the right ventricular lead was due to external factor. The device was reprogrammed. The patient was stable.